Event description:
The system 6 electric handpiece was returned to stryker instruments for service. It was noted during service that the handpiece has a bias current error due to the potting of the trigger assembly becoming fluid. There was no patient involvement or adverse consequences as the event occured during manufacturer evaluation and inspection.

Manufacturer narrative:
Manufacturer evaluation confirmed that the that the handpiece has a bias current error due to the potting of the trigger assembly becoming fluid.